Manufacturer narrative:
(B)(6) 2021 product investigation results: no manufacturing cause identified based on investigation

Event description:
Consumer reported via e-mail that tampon unraveled. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via e-mail that tampon unraveled. No injury was reported.